Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based solely off the event description, the placement site was not prepped and the grounding pad was not placed properly. The rf disposable grounding pad instructions for use (IFU) warns ¿failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. However, due to unknown procedural conditions, the cause of the reported event was unable to be conclusively determined and remains unknown..

Event description:
During a multi-level radio frequency ablation procedure, a second degree patient burn occurred. Upon completion of the procedure, the patient noted discomfort at the grounding pad site on the back of the hamstring. After removing the grounding pad, a second degree burn was noted with pustulence. It was indicated the burn occurred due to the placement of the patch, which was not securely placed in a vascularized area. Additionally, the patient was hairy and the area was not shaved prior to placement. The patient was administered precautionary antibiotics and burn cream and is in a stable condition. There was no alleged performance issue with any abbott device and the generator continues to be utilized.